Manufacturer narrative:
Investigation a review of the complaint history, device history record, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. A gunther tulip vena cava filter retrieval set was returned for evaluation. The blue sheath was squeezed close to the hub as well as 19-20cm from same and the distal tip was damaged / widened. These sheath damages combined with the fact that the retrieval loop itself had separated in the middle as reported, suggest that the device was exposed to manipulation beyond its intended design during attempted filter retrieval. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
The event is currently under investigation.

Event description:
It was reported that the retrieval set broke apart during retrieval. A second retrieval set used, and the second retrieval set also broke apart and "accordioned". One retrieval set broke in the loop and the other retrieval set broke at the hub. It is undetermined as to which breakage occurred first. The patient will require another attempt at filter retrieval. Additional information has been requested, however is was not provided at the time of this report. This is 2 of 2 reports for the same event, additional report 1820334-2017-00148.